Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported improper or incorrect procedure or method/user error is associated with the use of an expired cds that was used during the mitraclip procedure. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report use after expiration. It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), with medial a2 and central p3 prolapse. Expired devices were intentionally used for a mitraclip procedure. An expired steerable guide catheter (sgc) was used to implant an expired clip. There were no adverse patient effects or clinically significant delay. No additional information was provided.